Event description:
The facility representative reported a flo-gard infusion pump in which the "lock button don't function". This condition was found upon power up of the device in the medicine ii care area. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump in which the "lock button don't function" was confirmed and reproduced by baxter service personnel. The root cause of this condition was determined to be a stuck panel lock push-button switch due to corrosion in the area. The panel lock push-button switch mechanism was cleaned and lubricated to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.